Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect platinum filter. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip mreye filter and a cook celect platinum filter on (B)(6) 2014 at the (B)(6) medical center in (B)(6). Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional clarifying information was received confirming there are no allegations against the celect filter. Information provided in previous medwatch filings did not pertain to the celect filter. The patient received a tulip filter and any and all information has been reported in 1820334-2018-03874. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received confirming there are no allegations against the celect filter.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect platinum filter. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip mreye filter and a cook celect platinum filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.